Event description:
The customer reported that one of the monitors went black. The system was rebooted and came back up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation boards were reseated. The system was tested and found to be working as intended and put back into service.